Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina and acute myocardial infarction are listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2012, a 3.0x18mm and 2.5x23mm xience prime stents were implanted in the proximal left anterior descending (lad) coronary artery. On (B)(6) 2016, the patient was hospitalized for unstable angina and a st elevated myocardial infarction (stemi) was diagnosed. Elevated cardiac enzymes were also noted. Coronary angiography was performed and no culprit vessel/lesion was identified. Medications were provided as treatment. The event resolved without sequela and the patient was discharged from the hospital on (B)(6) 2016. Per study physician, the event was possibly related to the device. There was no additional information provided.